Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was malpositioned; therefore, a revision surgery was performed to place reaccommodate the balloon. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Field b3 date of event: despite good faith efforts date of event was not able to be obtained. Aware date has been used.